Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up the sensing of the ventricular lead had decreased due to a lead dislodgement. The lead was repositioned.